Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he may have inserted the infusion set with the protective covering still on the needle. The patient's blood glucose at the time of incident was 600 mg/dl. The customer removed the infusion set and bled slightly and mentioned that the site felt tender. The customer treated his high blood glucose with an insulin pen. Additionally, the customer stated that his last two infusion sets and sensors did not stick. Troubleshooting was initiated for the tape not sticking, and the customer was advised on the proper insertion technique for the sensor. The patient was advised to monitor the problem and call back if issues persist. No products were returned and two infusion sets, two sensors, and a tape kit were shipped to the customer.